Manufacturer narrative:
The reported field event of inappropriate shock was not reproduced in the lab. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related MFR report number: 2017865-2023-24589. It was reported that a patient presented with inappropriate shock due to the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician elected to explant and replace the ICD and rv lead. The patient condition was not known.